Event description:
International affiliate reports that competitor¿s products were explanted. During insertion of depuy synthes spine mis cortical fixation fenestrated polyaxial screws, the heads of two screws separated from the screw shanks. Removal of the shanks is reported to have been complex. The difficulty resulted in a delay to the procedure of two hours. The affiliate reports that the patient did not experience any adverse consequences. See mfg medwatch report no. 1526439-2014-11303 for the second screw for which the head separated from the shank intra-operatively.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). It was noted that the mis ti cfx fen poly 9x50 head had separated from the shank. The mis ti cfx fen poly 8x55 screw shows no apparent damage and remains in one piece. A review of the device history record for the mis ti cfx fen poly 9x50 found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the mis ti cfx fen poly 9x50 head separating from the shaft intraoperatively was conducted on the individual product code, changing the shank or diameter would change the forces placed on the screw. There were no complaints related to the head separating from the shank. Is this complaint, there was no harm to the patient however the potential for harm exists if this fault were to recur. Review of complaints found no significant trends. The root cause for the mis ti cfx fen poly 9x50 head separating from the body cannot be determined because the complaint could not be confirmed. The root cause for the mis ti cfx poly screws not allowing cement through the holes cannot be positively determined. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.